Manufacturer narrative:
(B)(4). Medical devices: catalog # , lot #. 113042 , 036120 , versa-dial 46x18x53 hum head. Pm555418 , 823130 , thrower lt pm convertible glen. 115394 , 570050 , comp rvs cntrl 6.5x20mm st/rst. 180554 , 225100 , comp lk scr 3.5hex 4.75x35 st. 180553 , 479210 , comp lk scr 3.5hex 4.75x30 st. 118001 , 296610 , versa-dial/comp ti std taper. 115740 , 311710 , compr nano hmrl pps 40mm. Report source: foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty. Subsequently, the patient was revised to a reverse shoulder due to posterior instability. During revision surgery, it was noted that the polyethylene had posterior wear.

Manufacturer narrative:
(B)(4). Examination of the returned complaint product confirms the reported device damage; however it could not confirm patient instability. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.